Event description:
It was reported that an inappropriate shock was delivered involving this device. Troubleshooting showed non physiological artifacts leading to the shock delivery. Reprogramming the device was not an option due to poor signal quality thus the device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Investigation of the available information determined this device exhibited inappropriate shock due to oversensing of noise, with no conclusive evidence of a specific cause.

Event description:
It was reported that an inappropriate shock was delivered involving this device. Troubleshooting showed non physiological artifacts leading to the shock delivery. Reprogramming the device was not an option due to poor signal quality thus the device was explanted and returned. No additional adverse patient effects were reported.